Manufacturer narrative:
A investigation into lot sp100055 resulted in no remarkable findings and no processing deviations and one unrelated nonconformance revealed. 209 devices released to finished goods for lot sp100055, 182 have been distributed. Of the 182 distributed, 109 have been reported as implanted. Lot sp100055, was aseptically processed, terminally sterilized and met all qc release criteria.

Event description:
Patient implanted on (B)(6) 2014 with strattice device (lot: sp100055-035, catalog: 0610008) during an umbilical hernia repair surgery. Strattice was unincorporated and was explanted 3 years post op on (B)(6) 2017.